Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the whitish foreign material on the auxiliary water channel and the brown foreign material on the insertion tube could not be identified nor the root causes of them. The event can be detected/prevented by following the instructions for use which states in the following to contact olympus incase leakage is detected: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a cable snap. The technician was on site and reported that the endoscope was twisted, and the angulation part was swollen during reprocessing. Upon inspection and evaluation, a whitish foreign material was found inside the jet tube (auxiliary water channel) and a brown foreign material was found in the connecting tube. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection. The following findings were noted during device evaluation: multiple scratches and cracks found on the device, right/left up/down knobs deformed, leak between right/left up/down knobs, air/water cylinder color ring peeled, suction cylinder has no color, switch button 1 has a cut, switch button 5 is damaged, due to a cut on angle wire, bending section cannot be bent in down direction at all, and universal cord had buckling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.